Manufacturer narrative:
(B)(4). According to information supplied to (B)(4), this product is not being returned for evaluation. As the devices have not been returned for evaluation the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined.

Event description:
Cook (B)(4) reported for the customer, "11f and then 13f evolution devices used to dissect the rv ICD lead. Device successfully passed by the svc/ra junction and the lead was extracted completely. After 2 minutes, the patient's blood pressure dropped. Chest compressions (CPR) was commenced and cardiac surgeon was called. Right sided thoracotomy performed. The 2cm jagged edged tear in the posterior svc/ra junction where the svc coil had been embedded. Tear was repaired but this repair enclosed the distal section of the ra lead. Decision was made to cut the remainder of the ra lead (superiorly) and transfer patient to ICU". Information from regional manger: "yes a conversation with both, the surgeon (who opened the chest) and the physician (who performed the extraction). Neither felt that the use of the device definitely caused the tear, rather that the position of the indwelling lead; along with the length of time it had been insitu and the probable adhesions around the lead had caused it to erode into the vessel wall. Attached is a screen shot image of the x-ray prior to the extraction case." Additional information from regional manager: "please note the following "neither dr (B)(6) nor (B)(6) wanted the event to be reported as they did not feel that the device definitely caused the event". "Neither dr (B)(6) nor (B)(6) wish to be contacted regarding this report."